Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited noise on the ventricular rate/sense channel causing inhibition of pacing. The sensitivity was changed to least. No adverse patient effects reported.